Event description:
An unspecified issue was reported with the abbott diabetes care (adc) device in use with a oppo x5 phone with android operating system version 12. As a result, the customer was unable to monitor glucose with sensor readings and experienced symptoms of agitation, disorientation, loss of strength, requiring healthcare professional administration of honey and glucogen (subcutaneaous) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer reported issues with the reinstallation of the freestyle librelink application. Abbott diabetes care attempted to replicate the reported issue and the reported configuration of the device (oppo find x5) is not compatible with the freestyle librelink application. The compatibility guide is available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer, and as the incompatible configurations were used, this complaint is therefore not confirmed to use. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.